Event description:
It was reported the surgeon removed hardware due to pain. The surgeon was reported to have removed 2 variable angle plates, two cannulated screws and 6 variable angle screws. One of the variable angle screws the tip of the head broke and the remaining shaft was removed. This report is for the unknown broken screw. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the broken screw, part and lot number unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.